Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient died approximately 6 months after device replacement. Follow up with clinic later revealed the patient died from cancer. There were no concerns regarding device performance. Had last been seen in the clinic a month prior to death for weight loss. Last device interrogation had been two months prior to death with physician reporting the device was functioning appropriately with adequate battery voltages and thresholds. The patient was pacemaker dependent.

Event description:
It was reported the patient died approximately 6 months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed.